Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as did not wear mask. The peritonitis was manifested by abdominal pain, nausea, vomiting and cloudy effluent. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with vancomycin and gentamicin (doses, duration and frequencies not reported) intravenously and intraperitoneally for peritonitis. Dianeal therapy was ongoing. The patient was discharged from the hospital four days after admission and had recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.